Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out for elective replacement indicator (eri), it was noted that the header was partially disconnected from the device body and bent backwards. The physician indicated that there were normal impedances and thresholds on the right ventricular (rv) lead during the lifetime of the device; however, sometimes short v-v intervals were noted in follow-up visits. The rv lead had normal measurements via analyzer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had a loose/detached connector. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.